Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At implantation on the (B)(6) 2021 2 high channels were seen. At the first fitting these channels remained high and the user had no hearing sensation on these channels. As of information received on 19 jul 2021 the user has hearing with the device. However, re-implantation is considered.

Manufacturer narrative:
Conclusion: device investigation revealed a wire fracture in the active electrode array. No other damages have been identified which could explain the reported problem. The device history record and storage measurements confirmed that the device was manufactured and released according to specifications. It is therefore assumed that the device might have been inadvertently damaged during the initial surgery leading to the observed issue. This is a final report.

Event description:
At implantation on the (B)(6) 2021 2 high channels were seen. At the first fitting these channels remained high and the user had no hearing sensation on these channels. Although the user had hearing perception with the device, the user was re-implanted.